Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During procedure multiple wires and stylets were attempted through the left ventricular lead, resulting in the stylet getting stuck in the lead and damage noted to the lead. The lead was not implanted and further intervention was discussed but not reported. Post-procedure the patient was stable.